Manufacturer narrative:
Device is a combination product. (B)(4). Synergy mr, ous, 2.75x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal strut damage evident, struts stretched and pulled in a distal direction. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged crimped stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found tip damage on one side the tip; damage appeared like a 'zipper affect ' scrape, also the edge of tip was rough and jagged. The type of damage evident is consistent with resistance being encountered during advancement through a calcified lesion. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03nov2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). Following pre-dilatation, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.